Event description:
It was reported that the customer's insulin pump was malfunctioning and alarmed motor error. The blood glucose reading was 25mmol/l, and the customer treated with injections. Troubleshooting was performed, and the drive support cap was flush. Then the customer called back and stated that the device was not delivering a bolus even after changing the infusion set four times. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with flush/loose drive support disk. Unit passed displacement, basic occlusion, prime and excessive no delivery tests. Motor passed motor test. Unit had cracked case at display window corners, battery tube threads, reservoir tube lip and scratched display window.